Event description:
It was reported that the patient had his artificial urinary sphincter pressure regulating balloon (prb) removed due to fluid loss from a tear in the prb. The event was reported as resolved. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient had his artificial urinary sphincter pressure regulating balloon (prb) removed due to fluid loss from a tear in the prb. The event was reported as resolved. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Device evaluation: the complaint component was returned and analyzed. The reported allegation of fluid loss was confirmed via product analysis of the balloon. No escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that the patient had his artificial urinary sphincter pressure regulating balloon (prb) removed due to fluid loss from a tear in the prb. The event was reported as resolved. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.